Manufacturer narrative:
Product analysis: the device was returned with no stent on the balloon. The stent imprint is visible on the balloon, using an indeflator the balloon was inflated to its nominal pressure of 9atms and held pressure, . The balloon was then inflated to its rated burst pressure (rbp) of 16atms and held pressure. Additional information: stent deformation and stent dislodgement occurred while positioning the stent. The issue happened while inflating the balloon. The stent was removed from the patient. Difficulties were encountered while removing the device from the patient's vasculature. No intervention required to facilitate device removal. The patient was alive with no injury. Initial reporter's phone number device lot number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the placement of the resolute integrity drug eluting stent, the stent could not pass the lesion, the stent struts and balloon ruptured, and there were problems withdrawing the device. The device was not inspected prior to use and negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and no excessive force used during delivery. No patient complications have been reported as a result of this event.